Manufacturer narrative:
Block b3: exact date unknown, event occurred twelve months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief and was charging the implantable pulse generator (ipg) more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to facility policy.